Manufacturer narrative:
The device remains implanted and is, therefore, not available for evaluation. Two batches (batch #'s 25021926 - 141 units and 25022254 - 136 units) from our inventory, which were created from the same fabric substrate material as the batch involved in this alleged event, were evaluated by quality engineering under magnification as well as using a light box. Each piece was visually inspected for tears/splits and were also pulled horizontally along the length of the guideline to see if splits/tears occurred. There were no tears/splits found on any of the 277 pieces that were inspected. In addition to the 277 devices that were evaluated, the physician opted to return a device of the same batch number, from the hospital's stock, as the one that was used during this alleged event. This device was also inspected in the same manner as the 277 and did not show any sign of splits/tears. Based on the above, the physician's alleged experience with this device could not be confirmed or denied. Following our investigation our conclusion to the most probable root cause could not be determined. Method: the device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. Results: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. (B)(4).

Event description:
It was reported that a finesse patch was being implanted during a procedure on (B)(6) 2010. The physician claims that the fabric started to separate in the middle of the patch, along the black line. The physician used a portion of the remaining patch to reinforce and stop the bleeding. It was reported that the pt had to receive two units of packed red blood cells due to the bleeding from the patch.